Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned infusion manifold was visually inspected and found to be in good condition with no obvious defects. A lab control pack was used to test the manifold, and the connectors attached to the cassette without any interference. Functional testing showed that the system could prime normally and complete calibration without any air leaks, occlusions, or error messages. Cleaning could also be performed without issue. All functional checks met the applicable performance requirements. Additional testing confirmed that infusion pressure, and flow rate were all within specification. During operation, fluid flowed continuously from the cassette without introducing air into the infusion line. When the system was switched to fluid/air exchange mode, only air was delivered as intended. Overall, the returned product performed as expected and no malfunction could be reproduced. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified that would have contributed to the reported event and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint, therefore no action will be taken for this occurrence. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that it was found that no water came through the tubing during vitrectomy surgery. The procedure was completed after replacement of product with new one. There was no patient impact.